Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 24-jun-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 2026095-2024-00032 for the first event. Fill volume: 201 ml, flow rate: unknown, procedure: chemotherapy, cathplace: unknown. It was reported the patient's chemotherapy infusion was set to infuse (20ml fuorouracil + 181ml sodium chloride 0.9%) over 96-hours and ended in 71-hours. The device was kept below the infusion site, at or below waistline (in patient's fanny pack). The ambient temperature in the area the pump was being used was variable, however, the patient reports home air conditioning is kept around 72 degrees. The device was hooked up to patient within an hour of preparation. The prepared medication was stored at room temperature until administered. The "patient reported slight more dizziness than typical, but this is a common side effect they have."